Event description:
The customer received questionable results for tina-quant d-dimer (ddi) on one patient sample. The sample was initially run on (B)(6) 2014 at 12:14 pm and generated a result of 0.58 mg/l, accompanied by a data flag. The sample was auto repeated and generated a result of 0.38 mg/l, which was reported outside of the laboratory. The sample was repeated on (B)(6) 2014 at 12:28 pm and generated a result of 0.58 mg/l, accompanied by a data flag. The sample was auto repeated and generated a result of 0.53, accompanied by a data flag. Neither result was reported outside of the laboratory. The sample was repeated a second time at 12:47 pm and generated a result of 0.63 mg/l, accompanied by a data flag. The sample was auto repeated and generated a result of 0.617 mg/l, accompanied by a data flag. Neither result was reported outside of the laboratory. When the customer looked in the instrument for the results from the run at 12:14 pm, they were not in the instrument. The customer deemed the original result of 0.58 mg/l to be the correct result and issued a corrected report. There was no adverse event. The lot number and expiration date of the ddi reagent in use was requested, but was not provided by the customer. The customer refused a service visit for the issue.

Manufacturer narrative:
The customer provided additional medication information for the patient. The customer also provided additional information which indicated the auto repeat result for the sample that was run on (B)(4) 2014 at 12:47pm was 0.61 mg/l, accompanied by a data flag. The investigation could not determine a specific root cause. Calibration and quality controls were acceptable. A general issue with the reagent and system can be excluded. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.